Manufacturer narrative:
Device evaluated by mfg: a visual and microscopic examination revealed that a strut on stent row one was raised. The outer diameter of the undamaged portion of the stent was measured and met specifications. The hypotube is kinked approximately 16.5cm from the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during coronary stenting procedure, stent damage occurred. The physician advanced the 3.0x24mm promus element stent to the target lesion in an unspecified vessel but was unable to cross. The device was removed and when the physician was reinserting the stent, observed that the proximal strut on the stent had lifted. The procedure was completed with a different device. No complications were reported and the patient's status is reported as good. This device is only ous approved but is similar to marketed us device.

Event description:
It was reported that during coronary stenting procedure, stent damage occurred. The physician advanced the 3.0x24mm promus element stent to the target lesion in an unspecified vessel but was unable to cross. The device was removed and when the physician was reinserting the stent observed that the proximal strut on the stent had lifted. The procedure was completed with a different device. No complications were reported and the patient's status is reported as good. This device is only ous approved but is similar to marketed us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).